Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ffrw oversensing was noted to be resulting in possible false detections of atrial tachycardia / atrial fibrillation (af).

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, 5076 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing occurring on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.